Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found. The analyst noted that the helix could be fully extended and retracted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during the implant procedure that the helix of the patient's right atrial (ra) lead would not extend after positioning in the heart. The ra lead was removed and another ra lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.